Event description:
It was reported that a patient in the intensive care unit had an s+n vac thoracic foam, connected to a renasys touch and the pump permanently displayed the blockage/canister full alarm even though the canister was empty. This was followed by many canister changes (20) and additionally also device changes (3). However, the problem could not be solved. In order to eliminate possible causes, a complex vac sponge change took place on 06.01.2020 under anesthesia but the problem persisted. Further information regarding the patient's currents status is not available.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation. Without this evaluation it has not been possible to establish a relationship between the device and failure reported. A review of the device history was not possible, as no product batch/lot number has been provided on this occasion. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional preventive or corrective actions are required. This investigation has now been closed and recorded as insufficient information to determine a root cause. Blockage, canister full, false and constant alarm alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. The first paragraph of the dressing kit IFU states: ¿carefully monitor the patient, device, and dressing frequently to determine if there are any signs of bleeding, exudate accumulation (pooling), infection, maceration, or loss of negative pressure wound therapy (npwt). The frequency should be determined by the clinician based on individual characteristics of the patient and wound. Npwt device are not designed to detect or issue an alarm condition based on the presence of bleeding or pooling.¿ under precautions, the IFU and the clinical user manual states: ¿the dressing seal may be lost or pooling may occur, without alarm activation, when an occlusion forms on the wound side of the dressing. Viscous, purulent or serosanguinous drainage may contribute to occlusion of the dressing. Regular monitoring of device and dressing is required to ensure full delivery of therapy and exudate removal. Ensure the wound dressing is free of air leaks, fully compressed and firm to the touch whenever therapy is active.¿ additional important information from the IFU: ¿alignment of the port to the opening in the drape, use of a bridging technique and choice of dressing configuration based on wound characteristics may impact npwt vacuum delivery over the course of therapy.¿ an additional IFU precaution states: ¿ensure canister tubing and renasys soft port are installed completely and without any kinks to avoid leaks or blockages in vacuum circuit.¿ at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.